Event description:
Decals identifying trial size and catalog number found on femoral implant before final lavage. There was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the device can not be evaluated for the reported loss of decal/silk screening as it has been misplaced.